Event description:
It was reported that the unit was broken. The event timing was not during surgery. There was no patient involvement. During device evaluation, it was discovered that the width plates were damaged/corroded. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the control bar was out of position, the calibration was out at the 0 reading, the width plates and control bar were damaged/corroded, and the poppet assembly was stuck. The swivel, control bar, lever, reciprocating arm, motor, eccentric shaft, poppet assembly, width plates, bearings, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.